Manufacturer narrative:
(B)(4). The device is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a slow junctional rate around 40 beats per minute (bpm). The ICD was unable to be interrogated with a programmer and it was unknown when the device was last checked. The patient was downgraded to a pacemaker due to the request of the family. No additional adverse patient effects were reported.